Event description:
During routine testing of the device at the service center, the user reported the total run time hours of the pump were inaccurate. The user found no history or visual signs that the display board was replaced, which would indicate the run time was reset. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no pt involvement during this event.